Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e07 code) associated to pump or stirring mechanism blocked or too slow. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
Throught follow up, livanova was informed the affected side of the 3t heater cooler is the cardioplegia side. Cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical and the reported event is re-assessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.